Event description:
It was reported by the customer stating that they just recently received their driver back from svc and repair and during a breast biopsy while trying to take their first sample they noticed that the green light on the driver was on but the cutter knob would not turn or cut. They changed probes and checked the cable but were still unable to retrieve any samples. They aborted the case with no samples taken. The pt was sent home under normal post biopsy instructions and will be rescheduled for a later date. Driver being sent back for repair.